Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: remains continuously activated while the surgeon does not press the button. The probable root cause/s could be a probe short due to a fluid ingress, or an internal leak due to a broken/damaged bond of the suction tubing. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.